Event description:
The customer reported via phone call that he got a calibration error on the insulin pump. Customer's blood glucose was 169 mg/dl. The customer was advised not to calibrate when he has arrows, given insulin, or eaten food. The customer declined to troubleshoot for threshold suspend and changed sensor. The customer was advised to call if they have any other issues. The customer was advised that sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.